Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: march 29, 2022. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluated by MFR and manufacture date: product code: (B)(4). Lot number: 76p0728. Manufacturing site: (B)(4). Release to warehouse date: 27 jan 2021. Expiration: 01 jan 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, shortly after the intervention there was loss of fracture reduction, dehiscence of the surgical wound, fraying of one screw and partial loosening of two other screws. There were signs of local septic flogose. This report involves one (1) va lockscr ø5 optilink techn self-tap l8. This is report 9 of 10 for (B)(4). This product complaint, (B)(4), is related to (B)(4).